Manufacturer narrative:
E1: (B)(6). H3: one device was received for evaluation. Visual inspection found the tamper seal to be missing, and the downstream occlusion (dso) seal to have fluid ingression. Functional testing was able to duplicate the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿pressure alarm without reason¿. There was unknown patient involvement.